Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 16666235/16811654, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.